Event description:
Customer reported the panorama central station shut down after the facility's generator power failure, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and found the system software was corrupted. Corrections included reloading of the system's software. System was tested to factory's specifications.